Event description:
Information received from the field notes that during a routine follow-up, the base rate was programmed to 60 ppm and although the patient was in normal sinus rhythm at 57 bpm, there were no pacer spikes present. The magnet rate was 75 ppm and lead impedance was 138 ohms.